Event description:
It was reported that during radius surgery (l2-5 were fixed), the cross connector was broken when surgeon tried to bend it. After that, the surgeon used other connector and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned product was inspected under magnification. The fracture occurred through the thinnest section of the circumferential feature of the clamping mechanism. The connector is intended to be bent across the long axis of the connector. Conclusion: the most likely cause of the reported event is due to improper loading of the cross connector during bending as a result of improper use of the benders.

Event description:
It was reported that during radius surgery (l2-5 were fixed), the cross connector was broken when surgeon tried to bend it. After that, the surgeon used other connector and finished the surgery.